Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted several cuts in the insulation and the distal end of the proximal spring electrode was separated from the lead body insulation. This was determined to be induced damage as part of the explant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that one month post implant this right ventricular (rv) lead exhibited high thresholds, loss of capture (loc) and intermittent noise which could be reproduced with pocket manipulation and deep breathing. A chest x-ray confirmed lead had not dislodged. The patient is not pacemaker dependent. No adverse patient effects were reported. The lead was explanted and replaced without incident.